Event description:
The patient was implanted with a left ventricular assist device. At the time of the implantation, the surgeon noticed sweating of the sealed outflow graft. The surgeon sutured a pericardial patch over the region to stop the bleeding. Additional information was received which indicated that the patient was heparin-induced thrombocytopenia (hit) positive and was treated with argatroban during the implantation. The activated clotting time (act) at the point was approximately 280 seconds. According to the additional information received, the surgeon noticed the sweating, but had also created needle holes inside of the graft for de-airing.

Manufacturer narrative:
The patient remains on lvad support with the pump. The manufacturer is attempting to acquire a portion of the graft for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.